Manufacturer narrative:
Follow-up #1 date of submission 03/27/2017-device evaluation: the pump has been returned and evaluated by product analysis on 03/07/2017 with the following findings: a review of the pump black box showed no evidence of a voltage drop or excessive battery usage. During a visual inspection of the pump, multiple cracks in the battery compartment were observed. During investigation, the pump powered on with the returned battery cap. The battery cap was able to fully tighten to the pump. The current draws were found to be within specifications. The pump case was removed and no evidence of moisture or loose components were observed inside the pump. The complaint of excessive pump temperature was not duplicated during testing. Unrelated to the complaint, investigation revealed a dim, discolored display and a torn audio bolus button; the audio bolus button responded appropriately during testing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a temperature (temp - physical damage) issue. It was noted that the battery compartment was damaged. There was no reported bodily injury due to the temperature issue. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.